Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be ruled out. Upon review of the alarm trace from (B)(6) 2024, 16 sample short alarms, 19 sample clot alarms, and 33 sample foam alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(4). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with elecsys troponin t hs on a cobas e 801 analytical unit. Samples 4 and 5 are from the same patient. The first patient sample initially resulted in a troponin t value of 17 ng/l. The sample was repeated twice, resulting in values of 30 ng/l and 18 ng/l. The second patient sample initially resulted in a troponin t value of 38 ng/l on (B)(6) 2024. The sample was repeated twice, resulting in values of 6 ng/l and 6 ng/l. The third patient sample initially resulted in a troponin t value of 69 ng/l on (B)(6) 2024. The sample was repeated twice, resulting in values of 10 ng/l and 10 ng/l. The fourth patient sample initially resulted in a troponin t value of 68.8 pg/ml on (B)(6) 2024. The sample was repeated twice, resulting in values of 9.55 pg/ml and 10.0 pg/ml. The fifth patient sample initially resulted in a troponin t value of 14.8 pg/ml on (B)(6) 2024. The sample was repeated twice, resulting in values of 9.88 pg/ml and 10.8 pg/ml. The sixth patient sample initially resulted in a troponin t value of 10.8 pg/ml on (B)(6) 2024. The sample was repeated twice, resulting in values of 40.2 pg/ml and 11.3 pg/ml.